Event description:
During cardiopulmonary bypass, the centifugal pump displayed an overcrnt error message and stopped rotating. The user switched from the centrifugal pump to a standy-by roller pump in order to completed the bypass procedure. There were no adverse consequences to the pt as a result of this event.